Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4) the user facility confirmed that the pump did not over infuse, but that the pump was programmed with the wrong doesage by the user. As a result, the actual device involved in the reported incident was not returned for evaluation. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: event 1 of 2. Originally reported as an over infusion, however the facility confirmed that the pump did not over infuse. The user programmed the pump with an incorrect dosage. Event 2 filed under MFR report number 9610825-2017-00169 for item 8713051u serial (B)(4).